Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a1059 mayfield modified skull clamp slipped during a surgical procedure. Additional information has been requested.